Event description:
Through journal article, "magnetic resonance imaging surveillance study of silicone implant-based breast reconstruction: a retrospective observational study healthcare professional reported against unknown sides".17 (10.1%) patients were identified with 'capsular contracture iii/IV', 2 (1.2%) patients were identified with 'infection', and 9 (5.3%) patients were identified with 'animation deformity' and 1 (0.6%) patient was identified with 'rupture' . Device statuses are unknown.

Manufacturer narrative:
Article citation: kim, hyung bae md; han, hyun ho md, phd; eom, jin sup md, phd. Magnetic resonance imaging surveillance study of silicone implant-based breast reconstruction: a retrospective observational study. Plastic & reconstructive surgery-global open 11(6):p e5031, june 2023. Doi: 10.1097/gox.0000000000005031. The events of capsular contracture and infection are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, infection, and rupture.